Manufacturer narrative:
Approximated based on the explant date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 14694559/14736044.

Event description:
It was reported that the patient was very ill due to an internal infection. It was stated by the patient that the infection was not device related and the cause was unknown. The patient underwent an explant procedure and was placed on antibiotics. All device components were explanted and were not returned.